Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the stapler was articulated. When the surgeon fired it on the 2nd application, it slowly went back into a linear position on it's own. On the 7th firing, the knife cut but no staples were placed. Surgeon then changed to a different stapler. The tissue was resected where staples did not fire, and the surgeon applied sutures to the anastomosis. Delay in operating room time was approximately 1 hour.